Event description:
It was reported that this pacemaker had an isolated stored signal artifact monitoring (sam) episode which resulted in the minute ventilation (mv) feature being automatically disabled. The patient was seen in the clinic and revealed a high out-of-range impedance measurement in bipolar mode. Additionally, there was a lead safety switch (lss) that had occurred and several episodes with noise and oversensing were also stored. The patient also has atrial fibrillation with rapid ventricular response. The patient reported increased fatigue. Technical services (ts) discussed programming options and possible causes. Subsequently, a revision procedure was performed and both products were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had an isolated stored signal artifact monitoring (sam) episode which resulted in the minute ventilation (mv) feature being automatically disabled. The patient was seen in the clinic and revealed a high out-of-range impedance measurement in bipolar mode. Additionally, there was a lead safety switch (lss) that had occurred and several episodes with noise and oversensing were also stored. The patient also has atrial fibrillation with rapid ventricular response. The patient reported increased fatigue. Technical services (ts) discussed programming options and possible causes. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this pacemaker had an isolated stored signal artifact monitoring (sam) episode which resulted in the minute ventilation (mv) feature being automatically disabled. The patient was seen in the clinic and revealed a high out-of-range impedance measurement in bipolar mode. Additionally, there was a lead safety switch (lss) that had occurred and several episodes with noise and oversensing were also stored. The patient also has atrial fibrillation with rapid ventricular response. The patient reported increased fatigue. Technical services (ts) discussed programming options and possible causes. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this pacemaker had an isolated stored signal artifact monitoring (sam) episode which resulted in the minute ventilation (mv) feature being automatically disabled. The patient was seen in the clinic and revealed a high out-of-range impedance measurement in bipolar mode. Additionally, there was a lead safety switch (lss) that had occurred and several episodes with noise and oversensing were also stored. The patient also has atrial fibrillation with rapid ventricular response. The patient reported increased fatigue. Technical services (ts) discussed programming options and possible causes. Subsequently, a revision procedure was performed and both products were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.